Event description:
The reporter indicated that during an implant he was tightening the caps with the screwdriver/adapter and continued to turn it until it clicked about 5 or 6 times. He removed the screwdriver, examined the cap and found that it would still turn a little (about a half a revolution). He applied the screwdriver again and continued to tighten the cap while squeezing the end of the adapter.